Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, the 6mm 4cm powerflex pro percutaneous transluminal (pta) ruptured when the balloon was introduced to the stenosis and dilated at 10-15 atmospheres. There was no reported injury to the patient as the patient was not harmed. The product was stored properly according to the instructions for use (IFU) and was prepped per the IFU, maintaining negative pressure. There were no difficulties removing the product from the hoop, protective balloon cover, stylet, or any sterile packaging components. No kinks or other damages were noted prior to inserting the product into the patient. The percentage of stenosis was greater than 50%. During the procedure, there was no resistance or friction when inserting the balloon through the rotating hemostatic valve or guide catheter. The balloon catheter advanced through the vessel and crossed the lesion without difficulty. The catheter was never in an acute bend and was not kinked during use. The product was removed intact from the patient. This occurred during an arterial balloon dilatation. The device will be returned for evaluation.

Event description:
As reported, the 6mm 4cm powerflex pro percutaneous transluminal (pta) ruptured when the balloon was introduced to the stenosis and dilated at 10-15 atmospheres. There was no reported injury to the patient as the patient was not harmed. The product was stored properly according to the instructions for use (IFU) and was prepped per the IFU, maintaining negative pressure. There were no difficulties removing the product from the hoop, protective balloon cover, stylet, or any sterile packaging components. No kinks or other damages were noted prior to inserting the product into the patient. The percentage of stenosis was greater than 50%. During the procedure, there was no resistance or friction when inserting the balloon through the rotating hemostatic valve or guide catheter. The balloon catheter advanced through the vessel and crossed the lesion without difficulty. The catheter was never in an acute bend and was not kinked during use. The product was removed intact from the patient. This occurred during an arterial balloon dilatation. The device will be returned for evaluation.

Manufacturer narrative:
As reported, the 6mm 4cm powerflex pro percutaneous transluminal (pta) ruptured when the balloon was introduced to the stenosis and dilated at 10-15 atmospheres. There was no reported injury to the patient as the patient was not harmed. The product was stored properly according to the instructions for use (IFU) and was prepped per the IFU, maintaining negative pressure. There were no difficulties removing the product from the hoop, protective balloon cover, stylet, or any sterile packaging components. No kinks or other damages were noted prior to inserting the product into the patient. The percentage of stenosis was greater than 50%. During the procedure, there was no resistance or friction when inserting the balloon through the rotating hemostatic valve or guide catheter. The balloon catheter advanced through the vessel and crossed the lesion without difficulty. The catheter was never in an acute bend and was not kinked during use. The product was removed intact from the patient. This occurred during an arterial balloon dilatation. A non-sterile unit of ¿powerflexpro 6mm4cm 80¿ was received for analysis coiled inside of a clear plastic bag. The device was unpacked to proceed with the product evaluation. A thorough inspection was performed observing that the balloon presents an axial rupture. No other outstanding details were observed. Functional test was performed. One inflator/deflator device was attached to the inflation port. Balloon inflation test was done applying positive pressure using the inflator/deflator device with the purpose of reaching the rated burst pressure. However, inflation pressure was not maintained due to the burst condition observed on the balloon. The balloon was inspected with a vision system observing a rupture on the surface where the water was leaking. The balloon surface presented evidence of a rupture condition and secondary scratch marks located near the damaged border area the failure reported by the customer as ¿balloon~burst-at/below rbp¿ was confirmed. A burst condition was observed on the balloon. The exact cause of this condition observed on the balloon could not be conclusively determined during the analysis. Procedural factors, anatomical factors, and/or handling process may have contributed to the failure as reported. The reported stenosis of the vessel could have contributed to the reported event by damaging the balloon. It seems the material near the damages was ruptured with a sharp object from the outside of the device resulting in the torn of the balloon. This type of damage is commonly caused during the interaction of the material with a sharp object or mechanical damage. It is very likely that the same factors that caused the observed scratch marks on the surface could probably led to the damaged condition found on the received device. As per the IFU, use only the recommended balloon inflation medium of 50/50 contrast/saline. The catheter should only be used by trained physicians. Balloon inflation should be performed with the guidewire extended beyond the catheter tip. Inflation at high rate may damage the balloon. If at any point during insertion of the catheter resistance is felt, withdraw the entire system. The information available does not suggest a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time. Process; therefore, no corrective action will be taken at this time.